Event description:
It was reported that the problem with skyplate. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The radiography 7000 m is a motorized mobile x-ray system designed for diagnostic imaging of both adult and pediatric patients who cannot be transferred to a stationary x-ray system. It supports imaging of various body parts, including the skull, chest, spine, shoulders, pelvis, extremities, and abdomen, in multiple positions such as sitting, standing, and lying (prone or supine). The system utilizes integrated wireless flat panel detectors (large and small sizes) for digital imaging in mobile settings and offers a backup option with cr or traditional film cassettes. Note: it is not suitable for mammography applications. Philips received an automatic complaint on the radiography 7000m indicating that on the problem with skyplate. The device was in clinical use and there was no patient or user harm. The field service engineer (fse) performed analysis and concluded that detector was dropped and was no longer operational. After further inspection, it was identified that the issue was with the battery. The fse tested the system using a recent battery, confirmed that it was functioning properly and then system returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).